Event description:
Reportedly, the smarttouch tablet could not be paired with a smart ECG, despite attempts at several locations.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed: the tablet could not be paired with a reference smart ECG. - in-depth analysis of the provided expertise files revealed that the observed issue resulted from an abnormal deactivation of the bluetooth card since 22 november 2022, despite a reboot of the subject tablet. - however, the root-cause of this deactivation could not be determined with certainty.